Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reports that the patient passed out which occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. This is 2 of 2 reports that the patient passed out which occurred two separate times. The patient is using the t: slim x2 insulin pump solely as a cgm display device. On (B)(6) 2025 at 9:50 am, the patient¿s sister arrived to pick her up and found the patient unconscious. The patient does not recall her activities prior to the event, nor does she remember receiving any cgm alerts. There was no fingerstick (fs) comparison made at the time. The patient is unable to recall how long she was unconscious before being discovered, and she does not report any symptoms preceding the loss of consciousness. Her sister performed a fingerstick test, which showed a blood glucose level of 22 mg/dl, and immediately called 911. Paramedics arrived shortly thereafter and administered glucose injections continuously for approximately 45 minutes to 1 hour before the patient regained consciousness. At that time, her bg was still 22 mg/dl, and cgm readings were unavailable. The paramedics did not transport the patient to a medical facility, and no additional medical intervention was documented for the subsequent rebound hyperglycemia, during which her bg rose to 300 mg/dl. The patient reported that her insulin pump was displaying sporadic egv (estimated glucose value) readings during this period. She also mentioned that she self-administered insulin via her pump at some point following the event, though the exact timing is unclear. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.